Manufacturer narrative:
Review of the cloud data showed that the reported 21.1 u bolus was programmed and began delivering. The cloud data showed that the bolus calculation was based on a carb entry of 225 grams and a sensor value of 236 mg/dl. The 21.1 u bolus was terminated after delivering 0.35 u. Review of the patient history buffer data confirmed that the pod only delivered 7 bolus pulses during this timeframe, amounting to 0.35 u. The cloud data contains no further evidence of interaction with the controller in order to program, confirm, and initiate delivery of the 21.1 u bolus. Without evidence of interaction with the controller, it could not be conclusively determined if this bolus was programmed by the user prior to delivery. However, the investigation confirmed that bolus delivery was successfully cancelled, resulting in 20.75 u of the 21.1 u programmed bolus not being delivered. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient stated that their omnipod 5 personal diabetes manager altered the programmed bolus amount from 2.1 units to 21.1 units. Additionally, the patient attempted to cancel the bolus but reported that it would not cancel. Further information was requested but could not be acquired.